Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was performed to treat restenosis of a right coronary artery lesion with mild tortuosity and heavy calcification. The 3.5 x 12 mm nc tenku balloon catheter was advanced to the lesion. Slight resistance was noted with the anatomy. The balloon was inflated for the first time to 6 atmospheres (atm), but the balloon ruptured. A non-abbott balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.